Event description:
The customer reported that their mobi app was unresponsive when attempting to tap "load cartridge." There was no adverse impact to the customer¿s blood glucose level. The issue was resolved after the customer contacted technical support, who instructed them to force close the app and restart it, allowing the customer to successfully load the cartridge and resume insulin use without further assistance needed.